Event description:
The user facility reported that after percutaneous coronary intervention (pci), hemostasis was attempted with the angio-seal device. However, during insertion, the sheath became kinked, and the device was not used. Manual compression was applied to achieve hemostasis, which was successfully achieved. The procedure before deploying the device was pci, and a pre-deployment angiogram was performed. The size of the sheath used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery, and the vessel diameter was 7 mm.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that the sheath was kinked due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).